Manufacturer narrative:
Device evaluation: 1 x spsof-7-12 of unknown lot number was unavailable for return to cirl for evaluation. This file was created for the placed device which was used off label due to its prophylactic use. This file is related to 298824 (3001845648-2020-00299) which was created for the breaking of the pigtail of the initial spsof device which was not used on the patient. Prior to distribution all spsof-7-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-7-12 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device to prevent post ercp pancreatitis is not a stated use as per the IFU and therefore has not been tested in a clinical setting. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use in this case for the prophylactic use to prevent post ercp pancreatitis, it may lead to outcomes that were never intended to happen and were never studied. According to the information obtained an incorrect wireguide was also used with the device, this would be considered secondary to the off-label use of the device. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This event description was previously provided in MDR ref#: (B)(4). On completion of the investigation for 3001845648-2020-00299 it was decided that an additional file for complaints trending purposes for off label use would be required for the stent that was placed to finish the procedure as it was being placed prophylactically. No changes to complaint description provided in the previously submitted MDR.